Manufacturer narrative:
This report is submitted on november 03, 2017.

Event description:
It was reported that the patient experienced a magnet dislodgement subsequent to sustaining an impact to the implant site. Surgery to replace the magnet was attempted on (B)(6) 2017; however could not be completed due to the broken silicon pocket of the internal magnet. Subsequently, the device was explanted and the patient was reimplanted with a new device during the same surgery.